Event description:
It was reported that the patient developed an infection and presented to the emergency room with a fever of 99.1. The pocket site was red and tender. The patient was discharged on keflex antibiotic and will be fol lowed-up in one week.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.